Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the capacitor c177 on the analog pcb assembly. After replacing the analog pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device would not operate on dc power. There was no patient use associated with the reported event.